Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A family member reported that the customer's insulin pump had stopped working. A 24 hour helpline representative called the customer who confirmed there was a button error alarm on the insulin pump, with no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 360 mg/dl. No further information was provided.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.